Event description:
It was reported that following radiation treatment, loss of capture, undersensing, and low pacing impedance were noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead is anticipated to be replaced to resolve the event. The patient was in stable condition.